Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in the mildly tortuous and severely calcified mid left circumflex artery. A 2.25 x 28 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.:synergy ous mr 2.25 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts in the distal region were found to be lifted from their crimped position, stretched and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks present. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in the mildly tortuous and severely calcified mid left circumflex artery. A 2.25 x 28 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.